Event description:
It was reported that the pt was having his generator replaced for end of service when they got high impedance readings on the lead test. No trauma or manipulation was reported. Both the lead and generator were explanted and replaced. Products were returned to the manufacturer, but analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.